Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was taken to the ER for high blood glucose levels. The customer was released from the ER, then taken to the hosp again two days later also for high blood glucose levels. Prior to the hospitalization, it was stated that the customer changed the infusion set and gave manual injections, but the high blood glucose levels continued. Troubleshooting was performed and the insulin pump passed the required tests.